Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the had patient shut off their device for approximately 4 weeks. No further complications were noted or anticipated

Manufacturer narrative:
Date of event was reported as (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that both of the patient¿s implantable neurostimulators (ins) sites were created were shocking sensation (shocking at pocket site) with the stimulation on. An impedance check and ins voltage checked out fine. It was reported that the ins sites looked fine. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.